Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Evaluation had flow accuracy testing performed at 608 ml/hr, 250ml/hr and 125ml/hr and all results were passing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during patient therapy. Cyclophosphamide was programmed as a secondary infusion at a rate of 608 ml/hr and the pump displayed a remaining volume of 89ml while infusing. The volume in the bag was much greater than that which displayed on the screen (=200ml, knowing that the total volume in the bag was 304ml) and the drips in the drip chamber were falling slower than the programmed rate. The nurse had to reprogram the infusion according to the real volume in the bag which led to an increase in medication time. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b1: product problem. Correction b2: blank.